Manufacturer narrative:
(B)(4)

Event description:
It was reported that "the pump's frequent alarms indicating drainage failure and pneumatic system malfunctions occurred during use. Changed to another pump." The patient's current condition is reported as "fine".